Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device was intermittent. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device passed visual and functionality testing. Contamination was observed on the connector; however the complaint was not duplicated., corrected data: d11 concomintant added.

Event description:
The customer reported the device was intermittent. No consequences or impact to patient were reported.